Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, during colon resection, when the intestinal tract was clamped with the powered stapler with the first 60mm purple reload, zone3-3 was displayed, and when the green button was pressed, and the firing was attempted, an excessive force indication was displayed. After that, the display showed ¿cartridge use 0¿ even though firing has not been done. A second reload was used, and the same issue occurred with the first one and the same thing was displayed as ¿cartridge use 0¿. A new powered handle and shell were used with a third reload, but same phenomenon occurred even though firing has not been done. A fourth reload was used and similarly, the display showed the used cartridge display even though the firing has not been done. The tissue was not thick or hard. After that, when the adapter was replaced and a black reload was used on the same tissue, zone 1-2 was displayed when the intestinal tract was clamped. The green button was pressed and fired without any problem. As a result, the device was used again after replaced the standard adapter. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g3, h3, h6 d10 concomitant product: sigpshell, sig power sigpshell control shell (lot#: n3h2459y); sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6); sigphandle, sig power sigphandle handle (serial#: (B)(6); sigphandle, sig power sigphandle handle (serial#: (B)(6); egia60amt egia 60 artic med thick sulu (lot#: p3f0141); egia60amt egia 60 artic med thick sulu (lot#: p3f0141); egia60amt egia 60 artic med thick sulu (lot#: p3f0141) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there were deformed anti-friction nylon pads on I-beam and the clamping mechanism was deformed. It was reported that there were excessive load detected during use; instrument did not fire and used reload detected. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was used on thick tissue. The product analysis noted evidence that the device was not used as intended. This issue can occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.